Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that seven weeks post fraxel treatment the patient is experiencing numbness on the left cheek and left side of the upper lip. The patient had four fraxel treatments on the face for acne scars and the numbness was noticed after the last treatment. There were no system errors and nothing out of the ordinary was noticed during the treatment.